Manufacturer narrative:
(B)(4). The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported after restarting up the ventilator, the device now displays motor fault, transducer fault, ventilator inoperable, and circuit occlusion alarms. The customer performed troubleshooting, but the circuit occlusion and transducer fault alarms did not resolve. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.